Manufacturer narrative:
Major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 42-year-old female was supported with an impella cp device for the indication of acute myocardial infarction and cardiogenic shock. Her pre support clinical presentation was consistent with scai shock stage d. The impella cp was implanted percutaneously via the right femoral artery on (B)(6) 2026 at 12:52 pm while the patient was concurrently on va ECMO support. On (B)(6) 2026 at 6:35 pm, the device was explanted. On the morning of the event, clinical staff reported that the patient developed a gastrointestinal bleed in the setting of multi organ failure. The patient had previously been anticoagulated with bivalirudin, which was discontinued following the onset of the bleed. The clinical team did not attribute the gi bleeding to the impella device or ECMO support. The patient survived to explant. No device malfunction was identified, and the failure mode "major bleed" was determined to have no device involvement. The device was not removed due to the event. Other contributing factors included the patient¿s multi organ failure and contributory anticoagulate therapy.